Event description:
Started using the fasciablaster in (B)(6) 2015. Followed all protocols given at that time. Learned it had never been tested on anyone and I was the first of many guinea pigs to try out this product. After using it for about 6-8 months. I started gaining weight had more spider veins and my skin was starting to sag and get worse cellulite. My hormones were greatly affected as were my hashimoto's numbers. Tried talking about this to the creator and she simply told me to use the fasciablaster harder and for longer periods of time. When I found a group of women that were experiencing the same thing I was devastated. When I tried taking about it on the creator ((B)(6)) facebook page I was blocked from commenting then she blocked me from contacting her also. I've been seeking medical help into getting my hormones back under control and lose the 12 lbs I've gained from this. (B)(6) claims to be specialist in the fascia field but after digging I've found she had no credentials whatsoever nor are her ethics humane at all.